Manufacturer narrative:
Event site postal code: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon(iab), the guidewire could not be inserted to the correct position. The guidewire was replaced. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The returned guide wire was found to be bent/deformed near the j-tip. Additionally two kinks were found; one on the inner lumen within the membrane approximately 26.7cm from the iab tip. The other found on the catheter tubing and inner lumen near the y-fitting approximately 76.2cm from the iab tip. The returned guidewire could not be used for testing due to its returned condition. The technician attempted to insert a laboratory 0.025¿ guidewire through the inner lumen and resistance was only felt at the kinked locations. The condition of the iab as received indicated kinks on the catheter tubing and inner lumen and a damaged guidewire. A damaged guidewire and kinked inner lumen can cause difficulty during insertion of the guide wire. We are unable to determine when this may have occurred. The evaluation confirmed the reported problems. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period dec-2019 to nov-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).